Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast reconstruction with two 700cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The rupture was diagnosed via a CT scan. As a result, the patient underwent implant explantation surgery and replacement with two mentor gel implants (catalog: 350-7004bc) on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the replacement devices were the following: (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 9570485 sn: (B)(6) and (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 9570485 sn:(B)(6). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 700cc breast implant was found to be rupture and received in four parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).